Event description:
Arthritis [arthritis]. Swelling in and around the knee [joint swelling]. Joint effusion [joint effusion]. Inflammation at the site [injection site inflammation]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2012, the patient underwent arthrocentesis with 20 ml of fluid aspirated and then the patient initiated treatment with synvisc (hylan g-f 20) injection, route and dose not provided. On an unspecified date in (B)(6) 2012, the patient developed inflammation at the site. On (B)(6) 2012, the patient underwent arthrocentesis with 15 ml of fluid aspirated and had second synvisc injection. On the same day, the patient developed arthritis. On (B)(6) 2012, the patient developed swelling in and around the knee and the patient again underwent arthrocentesis with 35 ml of joint fluid aspirated and also received injection of 2 ml betamethasone sodium phosphate. On (B)(6) 2012, the inflammation at the site started to alleviate by the steroid and gradually recovered. It was reported that the event of arthritis was not an infectious disease as the steroid worked. The action taken with synvisc treatment was not provided. The event of arthritis had not yet recovered. The outcome for the events of joint effusion, swelling in and around the knee was not provided. Concomitant medications were not provided. The intensity for the events of arthritis, swelling in and around the knee, joint effusion and inflammation at the site was not provided. The relationship between synvisc and the events of arthritis, swelling in and around the knee, joint effusion and inflammation at the site was not provided by the reporting physician.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(4)2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.